Manufacturer narrative:
The test sc1-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing reservoir tube o ring, missing retainer ring, cracked keypad overlay and minor scratched lcd window. Cosmetic damage was confirmed at the back of the pump case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed and crack was found on the back of the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1810 was requested and it was returned for analysis.